Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 547 mg/dl at the time of incident and the current blood glucose of the patient is 57 mg/dl. The customer also report the symptoms related to high blood glucose was vomiting. Customer treated with bolus. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Troubleshooting was performed. The insulin pump will not be returned for analysis.